Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer noticed the electrode was not inside the needle. The device had alarmed lost sensor. Customer stated the electrode wasn't retracted. The sensor wasn't bent or stuck at the tape. Customer had inserted the sensor in his stomach. Customer noticed the issues during the insertion. Customer stated the sensor needle wasn't hard to remove. Customer's blood glucose was unknown. Customer is not returning the sensor for analysis.